Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of pump shut off unintentionally is not able to be confirmed. The reported problem could not be reproduced during the functional test. The pump passed functional testing for 90 minutes and no alarms or errors occurred. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the field service engineer (fse) that pump shut off or lost power during use on a patient. Staff cycled power the pump but got an error. As a result, pump was switched out with no harm to patient. There was no report of patient injury or consequence. Fse could not confirm symptom but noticed the power led in on/off switch would flicker at times. Fse replaced the power switch and performed functional checks.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse) that pump shut off or lost power during use on a patient. Staff cycled power the pump but got an error. As a result, pump was switched out with no harm to patient. There was no report of patient injury or consequence. Fse could not confirm symptom but noticed the power led in on/off switch would flicker at times. Fse replaced the power switch and performed functional checks.